Manufacturer narrative:
UDI: n/a, as this product code is bulk product. PMA/510(k) - k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during the preparation of the cec circuit, it was noticed that the luer connector, at the level of the injection/prepellation ramp, on the arterial side had an issue. It was visibly broken, and it turned in a vacuum. The connection was in the continuity of a line equipped with a non-return valve which was connected to the reinjection line of the circuit. Therefore, it was not possible to replace it with a simple extension. It was necessary to open a complete pack of the same reference to replace the defective part. There were no immediate apparent consequences. The event occurred pre-treatment. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Magnifying inspection of the actual sample found that the flange of l-shaped connector had been damaged as if it was turning outward. Electron microscopic inspection of the damage surface of actual sample (disassemble a part of actual sample), found that there were smooth section and streak patterns section on the damage surface. It was found that the streak patterns spread from one point in the part of smooth section on the damage surface. It was inferred that starting from this point, force was applied inward from the edge of flange, causing damage. After connecting the l-shaped female connector to a factory-retained sampling system, pulling force was applied. As a result, the flange at the distal end of l-shaped female connector was damaged. Electron microscopic inspection of the damaged simulated product found the damage surface was smooth, and streak patterns were found. It was found that the damage form was similar to that of the actual sample. The manufacturing record and shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, as a cause of occurrence, it was likely that some force was applied to the l-shaped connector from the time the product was installed at ashitaka factory to the time it was used and was damaged. However, from the state of actual sample, it was not possible to clarify when it was damaged.